Event description:
It was reported via repair work order that the fowler wasn't functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.